Event description:
Caller states the compact meter produced results of 7mg/dl and 9mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600mg/dl.